Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a pilot reading test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third-party remote service engineer, and the complaint was confirmed. The service engineer replaced the proportional valve (active exhalation control module) and 3-way solenoid valve to resolve the issue. The device was passed all final testing.

Manufacturer narrative:
The manufacturer previously received information alleging a trilogy ev300 ventilator failed a pilot reading test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third-party remote service engineer, and the complaint was confirmed. The service engineer replaced the proportional valve (active exhalation control module) and 3-way solenoid valve to resolve the issue. The device was passed all final testing. The trilogy evo proportional valve was returned to the product investigation lab (pil) for additional testing. The trilogy evo proportional valve was found to operate as designed without issue when evaluated independently. The trilogy evo solenoid valve was also returned to the product investigation lab (pil) for additional testing. The trilogy evo solenoid valve failed the aecm verification testing at pre test. Pil suspects internal contamination of the solenoid caused the test failure at service.